Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using an ilet with a steel contact detach infusion set (6 mm, 23 inch) after running out of insulin, followed by an infusion set and cartridge change performed with phone guidance; subsequent cgm readings remained high despite no visible insulin leakage at the pump or infusion site. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and planned site management. Investigation included remote troubleshooting and education on infusion set, cartridge replacement, and tubing fill, with the patient planning to replace the short tubing and perform a site change. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no evidence of leakage or device malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was user issue due to running out of insulin.